Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00021 through 0001032347-2019-00024.

Event description:
It was reported the sternalock blade was dull. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The product identities were confirmed. The sternalock blu system blade, sternalock (part# 73-1194, lot# 859370, 577770) were visually evaluated. Both blades showed signs of moderate use with some wear and tear at the part of the shaft that interfaces with a driver collet. There was also some minor discoloration at the tips. The blades were functionally tested by inserting them into a driver (part# 46-0008) and into a 2.4mm screw (part# 76-2410), then lifting the assembly by the screw to test the blades' retention. Both blades passed the retention test and were also able to drive the screw into a block of white oak wood. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed as the device analysis indicated that the device met specification. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were corrected:4 lot number was corrected from 679270 to 859370 device manufacturer date was corrected from jul 26, 2016 to may 8, 2018 multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00021-1, 0001032347-2019-00022-1, 0001032347-2019-00024-1, and 0001032347-2019-00067.

Event description:
This follow-up report is being submitted to relay corrected and additional information.